Event description:
It was reported by a user facility that a saline bag refilled while the patient was connected. The patient was connected to the machine before the swollen saline bag was identified. The patient did not have any adverse health complications. The patient was fine and completed treatment with a different machine. The machine was pulled for service, the issue was not duplicated and no parts were replaced. The machine was put back into circulation.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction was noted during treatment. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation I pending, a supplemental MDR will be filed at the completion of the investigation.